Event description:
On 10-feb-2026, it was reported by a health care provider via (B)(4) that a patient with an ar-4152ds trim-it drill pin is suspected to have a metal reaction to the product implanted on (B)(6) 2024. No further information was provided. Additional information provided on 16-feb-2026: it was further reported the patient underwent a hammertoe and neuroma correction. Since (B)(6) 2024, the toe has remained swollen (confirmed on a recent MRI). The patient reports ongoing discomfort with unusual sensations, including a ¿zinging¿ feeling. The treating podiatrist suspects a possible hypersensitivity/allergic reaction to the dissolvable pin used in the procedure, which has not yet dissolved. Medical management has included steroid injections at the site without improvement. No arthrex device has been removed to date.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.